Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/05/2016. Retain product was tested and functioning according to specification. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Forty retained cartridges from the lot were tested using a whole blood (wb) and a low hct blood sample. The compliant was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1 - product complaint level 2 and level 3 investigation procedure. Three hundred returned cartridges from the lot were tested using wb and low hct blood samples and I-stat level 1 control (l1). The complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The samples were contrived for use in an internal apoc verification study. Patient results inside the ler zone pose a risk to patient safety. When values fall inside the ler zones, potential harm can occur to the patients if these results are utilized in medical decision-making. The ler established for the I-stat sodium assay is 18 mm up to 146 mm and 14 mm after that.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat ec4+ cartridges that yielded suspected discrepant hct results. The issue occured internally during verification. There was no patient testing performed. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(6)).